Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery every time she tried to bolus. Customer's blood glucose level was 513 mg/dl. After troubleshooting, the customer was advised that the insulin pump was working as designed. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.